Manufacturer narrative:
(B)(4). No info on the pump serial# was provided and the product is not expected to be returned for investigation. If the pump is returned in the future, an investigation will be completed and a supplemental will be submitted.

Event description:
It was reported via telephone conversation that on (B)(6) 2011, a user in the children's hosp loaded an IV set backwards. The problem was identified early and there was no injury to the pt. Per the hosp project manager, the two events as described in reports 1314492-2011-00026 and 1314492-2011-00027 both occurred the same day on (B)(6) 2011, both involved the same pt, and both user errors were by the same nurse. At both times, the user was reported to have loaded the IV set backwards in the pump where blood was allegedly drawn from the pt and back up into the buretrols. Buretrols were in use both times and the pump was set to run at a rate of 250 ml/hr. The tubing was connected via a newly placed porta cath (bard type).